Event description:
Routine complaint investigations when a consumer reporter receiving imprecise sequential readings on the precision qid blood glucose monitor. The results when plotted on the parkes error grid fall into the "c/d" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.